Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave intermittent antenna icon.at the time of contact with dexcom technical support, patient reported to being in fine condition and did not report any medical intervention or injuries.